Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire has not been. (B)(4).

Event description:
A nurse reported an unexpected outcome for a pt that was not happy with the results following an intraocular lens (iol) surgery. The lens was exchanged. Additional info has been requested.